Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device had been filled with 60ml of medication. The device was connected to the patient. The patient used the bolus function only once. After approximately six hours of infusion it was reported that approximately 20ml of medication were left in the pump. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured march 20, 2012 ¿ march 21, 2012. Evaluation summary: the device was received for evaluation with an attached patient control module (pcm). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed on the infusor with no issues noted. A functional flow rate test was performed, and the flow rate of the infusor was found to be within specification. The infusor was then connected to the pcm and another functional flow rate test was performed; the flow rate of the devices was found to be within specification. There were no issues noted during testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion occurred during use of a half day infusor. This occurred during infusion of piritramid in sodium chloride. The reporter stated that the device was being used with a patient control module (pcm), and that the pcm delivered 40ml of medication rather than the expected 0.5ml. There was no report of patient injury or medical intervention in association with this report. No additional information is available.